Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call on that the insulin pump had a screen anomaly. The customer¿s blood glucose level was 6.6 mmol/l at the time of the incident. The customer noted the screen is scratched on the left side and is difficult to read. No troubleshooting was performed. The customer was advised a replacement insulin pump will be sent out and to continue using the device in higher backlight brightness until the device arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.